Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded event log. The system power management board was replaced per the service manual to address the issue. After replacing system power management board, the unit failed the active exhalation control module section of the diagnostic test. Per the service manual the 3 way solenoid and proportional valve were replaced to address the issue. Diagnostic test ran again, and unit passed all tests. O2 calibration was performed on the device, and it passed. The unit is returned to customer with no restrictions. The device's power management board, 3 way solenoid, and proportional valve were returned to the product investigation laboratory for further review. Each component was inspected for visual defects and found none. Each component was placed on the trilogy evo test bed and started therapy with a test lung. The product investigation laboratory ran therapy for approximately 1 hour and the device's power management board, 3 way solenoid, and proportional valve operated without issue. The error did not reoccur, and it was concluded that the components operated as designed. No further findings available, the components were scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded event log. The system power management board was replaced per the service manual to address the issue. After replacing system power management board, the unit failed the active exhalation control module section of the diagnostic test. Per the service manual the 3 way solenoid and proportional valve were replaced to address the issue. Diagnostic test ran again, and unit passed all tests. O2 calibration was performed on the device, and it passed. The unit is returned to customer with no restrictions.